Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a problem in which two distinct patients are displayed for the same room number when the registered nurse attempts to access a patient in the pyxis system. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue might have occurred during system downtime, and the system did not synchronize the discharge properly. A technical support specialist confirmed system stability and monitored for recurrence to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a problem in which two distinct patients are displayed for the same room number when the registered nurse attempts to access a patient in the pyxis system. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.